Event description:
It was reported that after implanting the femoral and tibial component, it was realized the 9mm articular surface had exceeded the expiration date. As this surface was the best fit, the surgeon decided to implant it.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: distribution records show that the most recently shipped device from this lot was shipped in (B)(4) 2009, approximately 18 months from the device's expiration. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. In addition, before each manufacturing lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device would cause or contribute to any pt infection. Eval: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.